Manufacturer narrative:
The device was not returned for analysis. A review of the finished product electronic lot history record (elhr) for this lot revealed no non-conformities that would have contributed to the reported event. Based on the case information, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. The additional treatment, surgical procedure and hospitalization were related to case circumstances. The reported patient effects of pain and thrombosis are listed in the supera instructions for use as known potential patient effects associated with the use of the device. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that on (B)(6) 2020 the supera stent was implanted in the left superficial femoral artery. The patient was reported to be doing fine for several months until he returned to the physician on (B)(6) 2020 with complaints of leg pain. Angiogram was performed and showed two occlusions (due to thrombus) in the supera stent in the area where the knee bends. The patient works as a gardener and repeatedly bends his knees to weed the flower beds. In the opinion of the physician, the patient's occupational duties (prolonged bending at the knees) may have contributed to his stent occlusion. Attempt was made to revascularize the supera stent percutaneously, but it was not successful. The patient underwent a femoral bypass surgery on (B)(6) 2020. No additional information was provided.